Manufacturer narrative:
Investigation: no product at hand. Batch history review: a review of the device quality and manufacturing history records is not possible because the batch number is not know. Conclusion and root cause: the root cause of the problem is most probably user related. According to the instructions for use the following warning must be observed: "damage to the quintex plate/screw and cortical center punch through the use of excessive force and torque when center punching or screwing in the quintex screw! Do not use the cortical center punch to prepare screw holes in hard bone, instead use a drill and tap." No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: USA. It was reported that the surgeon was using the device to make a pilot hole for the screw. The surgeon was using a light mallet instead of a manual technique. The safety ring/stop became detached. The surgeon removed the ring completely from the incision site. No harm to patient was reported. There was a two minute delay in surgery reported.